Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure on an unknown date; and a suture was used. During the procedure, the suture pulled off the needle. The suture was shallow and temporary so it was possible to do a venous compression the time to remove the material ablation. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/18/2020. A manufacturing record evaluation was performed for the finished device lot number plr612, and no non-conformances were identified.